Manufacturer narrative:
The initial report was submitted 03feb20. On 14oct20, it was noticed that the submission was not successful. Therefore, the report is being re-submitted. Investigation narrative: the necessity of sling loops to be properly seated in the carry bar hook prior to lifting an individual is well described in the user manual. The carry bar did not malfunction. The users were retrained.

Event description:
The patient was placed in the sling, and the loops of the sling were not properly installed on the carry bar, causing the resident to drop to the bed.